Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on 05/19/2016, on behalf of trial patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.